Manufacturer narrative:
Analysis received the unit with intermittent button response due to a moisture damage to the keypad traces. However, the unit rewind properly with no rewind anomaly and currents were in specification. There were no low battery alarm or button error alarm noted.

Event description:
The customer reported via phone call the insulin pump has insulin squirting out during priming process. The customer's blood glucose was 127 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.